Event description:
Pt presented to the ed with shortness of breath, dizziness, loss of consciousness -2 times-, and a low pulse rate -39-40-. When contacted, the on-call cardiologist contacted or directed contact of medtronics and a company technician was dispatch. The technician reviewed the device programming and it showed no low rate or other logged events. A 12 lead EKG was done again, with them in the room. This EKG as well as the pt monitor shows a rate of 42. After conference with the cardiologist by phone, no problem with the pacemaker were found. Because of the extreme dizziness, pt was admitted to a cardiac workup and testing was done, including blood work, chest x-rays, cardiac echo and other test. No conclusion or diagnoses was reached and pt was discharged. The only recommendation made was to follow up with their cardiologist. Today, pt met with dr. After a very brief review and examination, dr arranged for an immediate interrogation and evaluation of pacemaker / ICD by a medtronic rep. This second rep reviewed their EKG and chart and then interrogated the device. Within 1 minute he had identified a double count situation in which the device was sensing the twave component as a heart beat. This was leading the pacemaker to believe the heart rate was 2 times actual. Correct action involve resetting and extending the post qrs blanking period as well as fine tuning threshold levels so that the lower voltage twave components were not counted as qrs elements.